Event description:
Per the information provided to co by the physician's office, the device was removed as it "would no longer inflate - tubing damage at (the) pump attachment." As reported to co, the pump and reservoir were removed and replaced, leaving the cylinders in place.